Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular channel lead noise was noted on the patient's system. On (B)(6) 2018, the implantable cardioverter defibrillator was explanted and the right ventricular lead was capped. A replacement device and right lead were implanted. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.